Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient condition was stable throughout.

Event description:
It was reported that a patient presented with a vibratory alert on their implantable cardioverter defibrillator (ICD). Device interrogation revealed the device at eri; premature battery depletion was suspected. No changes or intervention was reported. The patient condition was stable.